Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while attempted for procedure, the kit's guidewire was frayed inside the packaging. There was nothing unusual observed on the device prior to use aside from the reported issue. There was no damage to the device's external packaging and box. There was no other product utilized with the device. The catheter was not repaired, there was no leak, there was no cleaning agent used on the device, tego was not utilized, there was no luer adapter issue and the insertion site was not treated prior to product placement. A credit note was issued as the remedial action done to address the issue and the product was not replaced. Medtronic's initial evaluation of the incident device found that the cannula tip was damaged, bent, or disconnected from the cannula as a result of a manufacturing issue. There was no patient involvement.

Event description:
According to the reporter, while attempted for procedure, the kit had a guidewire issue inside the packaging. There was no other product utilized with the device. The catheter was not repaired, there was no leak, there was no cleaning agent used on the device, tego was not utilized, there was no luer adapter issue and the insertion site was not treated prior to product placement. A credit note was issued as the remedial action done to address the issue and the product was not replaced. Medtronic's initial evaluation of the incident device found that the cannula tip was damaged, bent, or disconnected from the cannula as a result of a manufacturing issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cannula tip was damaged, bent, or disconnected from the cannula. It was reported that there was a guide wire issue. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.